Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found during the middle repair process a whitish foreign material was found inside the air/water tube and air/water cylinder due to insufficient cleaning. Additionally, the suction cylinder had no color. The bending section cover adhesive was detached. The objective lens adhesive was chipped. The light guide lens was chipped. Due to wear of the angle wire, the play of up/down knob was out of the standard value. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The universal cord had coating peeling and buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported air/water channel is obstructed on the evis exera ii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.